Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) level of 46(mg/dl). The customer consumed a bagel and a brownie to resolve the issue. Recommendation was made to consult with health care provider regarding diabetes management.